Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) crack in case on the front, exposed to moisture, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported a critical pump error/open book image error. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a cracked keypad overlay. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 63 alarms (variableinfo = 0c) on 03/24/2024 at 11:49:56.000, 3/24/2024 at 11:49:15 am and (twice) on 3/24/2024 at 11:50:10 am according in the error log file/detailed trace file. Pump error 63 alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 24-mar-2024 in the formatted history file. Pump error 61 (stuck key alarm) was found on: 03/24/2024 11:42:09.000 pump error 24 alarm (file number: 33 line number: 2061) 03/24/2024 11:48:00.000 unable to test for pump error 61 (stuck key alarm) and pump error 24 alarm due to critical pump error (open book image) alarm. Pump error 61 (stuck key alarm) and pump error 24 alarm were unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Cosmetic damage was confirmed at the front case of the pump during analysis. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.